Manufacturer narrative:
(B)(6). It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) with a sensation plus iab, discoloration, flakes, and condensation were observed in the tubing, along with intermittent gas loss alarms. Despite initial tubing replacement, the issue recurred. Esp personnel advised stopping therapy due to suspected balloon perforation, explaining that discoloration in helium tubing indicates potential blood ingress. The customer initially continued therapy but later reassessed after further guidance. Follow-up communication confirmed persistent tinted condensation and possible blood contamination, leading to recommendations to remove the iab and send the pump for evaluation. The patient ultimately required surgical removal of the balloon after unsuccessful bedside removal due to resistance. No patient injury was reported, and the device was retained by the facility for internal pathology review.

Event description:
It was reported by the customer (registered nurse) via a direct call to the emergency support program that during intra aortic balloon pump therapy, a cardiosave intra aortic balloon pump showed discoloration and condensation in the extender tubing. A gas loss in iab circuit alarm was also observed. The tubing was changed, but the issue recurred, and possible blood entry into the tubing was suspected. There was no patient harm or injury reported at the time of the incident.